Event description:
This 37-year-old female underwent a bam in 1991. The pt was involved in a mva about 2 years ago where she sustained a trauma to the right breast. Recent evaluation shows a ruptured right breast implant with free silicone the right arm. Gross exam: the right breast implant is grossly ruptured and the left one is intact.